Event description:
It was reported that during a liver resection procedure, there was no function of the device after five minutes. There was no reported pt consequence, and procedure was finished with like product.